Event description:
During a baxter site visit, it was reported that a spectrum infusion pump was "shutting down during an infusion at least once". The customer reported that "she felt that this was an isolated incident, disconnected her infusion, secured another pump, and reprogrammed her infusion". It was also reported that this occurred on the med/surg floor, and that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed anda supplemental report will be submitted.